Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the large suture cut needle driver snapped out at the wrist intraoperatively. The procedure was completed with backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales manager (csm) and obtained the following additional information: the csm said that the instrument was inspected prior to use and no visible damage was seen before the procedure. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy. The instrument are available for return to isi for evaluation. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. The clamping pulleys did not exhibit signs of corrosion/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.